Event description:
Customer reported via phone, she had experienced high blood glucose and when she treated she only had 20 units of insulin left in the reservoir and she had just set up on thursday. Customer's blood glucose was 542 mg/dl, treated with the device. Customer declined to troubleshoot for high blood glucose, as she feels it's due to gastroparesis. Customer was advised of what to do for different situations as she was a new user. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.